Event description:
Customer called to report a beep anomaly on the insulin pump. Customer stated that the insulin pump alarm audio kept turning on and off. Customer also stated that she has been having lows frequently in the past few days. Assisted customer in performing a self test and the test passed. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.